Event description:
The facility reported a fail code 812:02. Information was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information , patient demographics, medication involved or pump programming. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.